Event description:
Same case as MFR #: 2134265-2014-01399. It was reported that roll-off took longer than anticipated and the patient sustained pad burns. The patient was undergoing radiofrequency ablation (rfa) of an adrenal tumor utilizing a 4.0/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking longer than usual as there was no roll-off after 30 minutes. After 52 minutes, roll-off was achieved successfully. Upon completion of the procedure, burns to the skin at the site of the grounding pads were observed. The pads were noted to be properly aligned; more upper thigh than mid thigh. The pads were checked immediately at the start of ablation and then every 2 minutes. Once it was realized they were heating up, they were monitored more frequently. Ice packs were applied during the procedure. The patient¿s legs were parted further to allow for air circulation. There was one ¿full thickness¿ burn and blister on the right inner thigh in which skin came off with the pad. The other pad sites were observed to have reddening. The sites were immediately cleaned, irrigated and jelonet and gauze dressing applied. After consulting with an emergency physician, the patient was referred to the burn unit. There were no further patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed no visual damage. The device passed power-on self-test, rf delivery test and all performance criteria of the final test procedure without removing the device's top enclosure. Pad connector continuity test, pad over-current shutdown test, short-circuit shutdown test, and roll on/off test were also performed during environmental stress testing at high and low temperature and high and low voltage margin with no problem found. The top enclosure of the device was removed and a visual inspection was performed with no defects found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-01399. It was reported that roll-off took longer than anticipated and the patient sustained pad burns. The patient was undergoing radiofrequency ablation (rfa) of an adrenal tumor utilizing a 4.0/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking longer than usual as there was no roll-off after 30 minutes. After 52 minutes, roll-off was achieved successfully. Upon completion of the procedure, burns to the skin at the site of the grounding pads were observed. The pads were noted to be properly aligned; more upper thigh than mid thigh. The pads were checked immediately at the start of ablation and then every 2 minutes. Once it was realized they were heating up, they were monitored more frequently. Ice packs were applied during the procedure. The patient¿s legs were parted further to allow for air circulation. There was one ¿full thickness¿ burn and blister on the right inner thigh in which skin came off with the pad. The other pad sites were observed to have reddening. The sites were immediately cleaned, irrigated and jelonet and gauze dressing applied. After consulting with an emergency physician, the patient was referred to the burn unit. There were no further patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).